Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was not alarming when a loss of gas pressure was sensed during procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova deutschland received the information that the reported malfunction is related to a sechrist device which is not manufactured by livanova deutschland. Therefore no further investigation will be performed from livanova deutschland.

Event description:
See initial.